Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the b380 panel and upgraded software, and calibrated the collimator. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 7700 fluoroscopy system displays kv error after making an exposure.